Event description:
The customer alleges that the suction catheter could not be inserted. The silicone valve did not have enough slits. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for investigation at the time of this report.